Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a routine change of the patients catheter, it was found that the catheter was partially broken. This device was returned and found to be completely separated. There were no injuries or additional procedures, and no pieces of the device were left in the patient.